Event description:
Pressure of rods caused a disc to rupture which caused paralysis of right leg. Later one rod came off, causing rptr to have to be in a body cast for one month. Surgery followed to remove one rod. Because of leaving one rod in rptr's spine is now crooked. She still has partial paralysis of right leg.